Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage one coil was stretched inside my fallopian tube/ one of my coils was broken and stretched within the tube and when the tube was manipulated it split causing the wire to come out'), pelvic pain ('pelvic pain/pain'), intestinal perforation ('nearly puncture my bowel') and cerebral palsy ('caused by cerebral palsy made much worse after I got essure') in a 26-year-old female patient who had essure (ess205) (batch no. 508297) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included scoliosis and body mass index normal. Previously administered products included for an unreported indication: ortho tri cyclen. Concurrent conditions included foggy feeling in head and memory loss. Concomitant products included atomoxetine hydrochloride (strattera), butalbital, dichloralphenazone;isometheptene;paracetamol (midrin), docusate, ibuprofen (drei vau ibuprofen), naproxen, nortriptyline, omeprazole and tramadol. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced cerebral palsy (seriousness criterion medically significant) and fatigue ("fatigue"). In 2007, the patient experienced nausea ("nausea"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), vaginal discharge ("vaginal discharge"), flatulence ("gastrointestinal or digestive system condition - gas"), back pain ("gastrointestinal or digestive system condition gnawing pain/ lower back pain"), abdominal distension ("gastrointestinal or digestive system condition: bloating") and urinary incontinence ("leakage/ incontinence"). In 2013, the patient experienced anxiety ("anxiety/ psychological or psychiatric problems - anxiety"), depression ("depression/psychological or psychiatric problems - depression") and panic attack ("psychological or psychiatric problems - panic attack"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/ migraine which I have suffered from since childhood were made much worse by essure"), dyspareunia ("dyspareunia (painful intercourse)"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal): constant bacterial vaginosis"), fungal infection ("infection (bladder/urinary tract/vaginal): yeast infection"), urinary tract infection ("infection (bladder/urinary tract/vaginal): chronic utis"), rash ("rashes or skin conditions - rashes on arms and abdomen"), pruritus ("itching everywhere"), dry skin ("dry skin"), headache ("headache"), memory impairment ("neurological conditions or problems - severe memory problems"), speech disorder ("neurological conditions or problems - speech impairments (stuttering and losing my words)"), allergy to metals ("nickel allergy/ I'm sensitive to nickel, which was made worse when essure was placed"), dysmenorrhoea ("dysmenorrhea (cramping)"), loss of libido ("loss of libido"), vulvovaginal swelling ("swelling in my vagina"), tinnitus ("ringing in ears") and dry eye ("dry eyes"). In 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 10 years after insertion of essure (ess205). On (B)(6) 2017, the patient experienced ovarian cyst ("reproductive system disorder or condition - chronic ovarian cysts"). On an unknown date, the patient experienced intestinal perforation (seriousness criterion medically significant), endometriosis ("endometriosis"), fear ("I'm afraid"), pain of skin ("stinging skin"), insomnia ("insomnia which worsened after essure;"), musculoskeletal pain ("under my right shoulder blade"), abdominal pain ("abdomen pain"), pain in extremity ("thigh pain/ calves pain"), feeling abnormal ("brain fog") and amnesia ("memeory loss"). The patient was treated with surgery (she had surgery/ hysterectomy to remove the essure implant and hysterectomy to remove the essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage, intestinal perforation, cerebral palsy, endometriosis, nausea, depression, dyspareunia, fear, bacterial vaginosis, fungal infection, urinary tract infection, panic attack, dry skin, bladder disorder, urinary tract disorder, headache, ovarian cyst, memory impairment, speech disorder, pain of skin, insomnia, allergy to metals, dysmenorrhoea, vaginal discharge, flatulence, back pain, abdominal distension, alopecia, loss of libido, vulvovaginal swelling, tinnitus, dry eye, urinary incontinence, musculoskeletal pain, abdominal pain and pain in extremity outcome was unknown, the pelvic pain, migraine, anxiety and feeling abnormal was resolving and the fatigue, rash, pruritus and amnesia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, back pain, bacterial vaginosis, bladder disorder, cerebral palsy, depression, device breakage, dry eye, dry skin, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fear, feeling abnormal, flatulence, fungal infection, headache, insomnia, intestinal perforation, loss of libido, memory impairment, migraine, musculoskeletal pain, nausea, ovarian cyst, pain in extremity, pain of skin, panic attack, pelvic pain, pruritus, rash, speech disorder, tinnitus, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge and vulvovaginal swelling to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.4 kg/sqm. Computerised tomogram - in 2016: one of my coils was broken and stretched within the tube and when the tube was manipulated it split causing the wire to come out and nearly puncture my bowel. Doctor cut the wire to prevent injury.. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion occluded bilateral fallopian tubes. Ultrasound was performed. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product information details updated. Product indication female sterilization updated. Other relevant history and lab data updated. Essure start date and stop date updated. Lot number newly added. Outcome of event pelvic pain and migraine was changed from "unknown" to recovering/resolving. Outcome of fatigue was changed "unknown" to "recovered/resolved". Events: infection (bladder/urinary tract/vaginal) - constant bacterial vaginosis, infection (bladder/urinary tract/vaginal) - yeast infections, infection (bladder/urinary tract/vaginal) - chronic utis; psychological or psychiatric problems - anxiety, psychological or psychiatric problems - panic attacks, psychological or psychiatric problems - depression; rashes or skin conditions - rashes on arms and abdomen, rashes or skin conditions - itching everywhere, rashes or skin conditions - dry skin; bladder disorder, urinary tract disorder, headaches; reproductive system disorder or condition - chronic ovarian cysts; neurological conditions or problems - severe memory problems, neurological conditions or problems - speech impairments (stuttering and losing my words), neurological conditions or problems- stinging skin, neurological conditions or problems - insomnia which worsened after essure; device breakage; nickel allergy; dysmenorrhea (cramping); vaginal discharge, gastrointestinal or digestive system condition - gas, gastrointestinal or digestive system condition - gnawing pain, gastrointestinal or digestive system condition - bloating; hair loss, other injury(ies) or complication(s) - loss of libido, other injury(ies) or complication(s) - swelling in my vagina, other injury(ies) or complication(s) - ringing in ears, other injury(ies) or complication(s) - dry eyes, caused by cerebral palsy made much worse after I got essure, leakage/ incontinence, under my right shoulder blade, abdomen pain, thigh pain/ calve on (B)(6) 2019: pfs received. Concomitant medication added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage one coil was stretched inside my fallopian tube/ one of my coils was broken and stretched within the tube and when the tube was manipulated it split causing the wire to come out'), pelvic pain ('pelvic pain/pain'), intestinal perforation ('nearly puncture my bowel') and cerebral palsy ('caused by cerebral palsy made much worse after I got essure') in a 26-year-old female patient who had essure (ess205) (batch no. 508297) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included scoliosis and body mass index normal. Previously administered products included for an unreported indication: ortho tri cyclen. Concurrent conditions included foggy feeling in head and memory loss. Concomitant products included atomoxetine hydrochloride (strattera), butalbital, dichloralphenazone;isometheptene;paracetamol, docusate, ibuprofen (drei vau iburpofen), naproxen, nortriptyline, omeprazole and tramadol. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced cerebral palsy (seriousness criterion medically significant) and fatigue ("fatigue"). In 2007, the patient experienced nausea ("nausea"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), vaginal discharge ("vaginal discharge"), flatulence ("gastrointestinal or digestive system condition - gas"), back pain ("gastrointestinal or digestive system condition gnawing pain/ lower back pain"), abdominal distension ("gastrointestinal or digestive system condition: bloating") and urinary incontinence ("leakage/ incontinence"). In 2013, the patient experienced anxiety ("anxiety/ psychological or psychiatric problems - anxiety"), depression ("depression/psychological or psychiatric problems - depression") and panic attack ("psychological or psychiatric problems - panic attack"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/ migraine which I have suffered from since childhood were made much worse by essure"), dyspareunia ("dyspareunia (painful intercourse)"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal): constant bacterial vaginosis"), fungal infection ("infection (bladder/urinary tract/vaginal): yeast infection"), urinary tract infection ("infection (bladder/urinary tract/vaginal): chronic utis"), rash ("rashes or skin conditions - rashes on arms and abdomen"), pruritus generalised ("itching everywhere"), dry skin ("dry skin"), headache ("headache"), memory impairment ("neurological conditions or problems - severe memory problems"), dysphemia ("neurological conditions or problems - speech impairments (stuttering and losing my words)"), aphasia ("neurological conditions or problems - speech impairments (stuttering and losing my words)"), allergy to metals ("nickel allergy/ I'm sensitive to nickel, which was made worse when essure was placed"), dysmenorrhoea ("dysmenorrhea (cramping)"), loss of libido ("loss of libido"), vulvovaginal swelling ("swelling in my vagina"), tinnitus ("ringing in ears") and dry eye ("dry eyes"). In 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 10 years after insertion of essure (ess205). On (B)(6) 2017, the patient experienced ovarian cyst ("reproductive system disorder or condition - chronic ovarian cysts"). On an unknown date, the patient experienced intestinal perforation (seriousness criterion medically significant), endometriosis ("endometriosis"), fear ("I'm afraid"), pain of skin ("stinging skin"), insomnia ("insomnia which worsened after essure;"), musculoskeletal pain ("under my right shoulder blade"), abdominal pain ("abdomen pain"), pain in extremity ("thigh pain/ calves pain"), feeling abnormal ("brain fog") and amnesia ("memeory loss"). The patient was treated with surgery (she had surgery/ hysterectomy to remove the essure implant and hysterectomy to remove the essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage, intestinal perforation, cerebral palsy, endometriosis, nausea, depression, dyspareunia, fear, bacterial vaginosis, fungal infection, urinary tract infection, panic attack, dry skin, bladder disorder, urinary tract disorder, headache, ovarian cyst, memory impairment, dysphemia, aphasia, pain of skin, insomnia, allergy to metals, dysmenorrhoea, vaginal discharge, flatulence, back pain, abdominal distension, alopecia, loss of libido, vulvovaginal swelling, tinnitus, dry eye, urinary incontinence, musculoskeletal pain, abdominal pain and pain in extremity outcome was unknown, the pelvic pain, migraine, anxiety and feeling abnormal was resolving and the fatigue, rash, pruritus generalised and amnesia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, aphasia, back pain, bacterial vaginosis, bladder disorder, cerebral palsy, depression, device breakage, dry eye, dry skin, dysmenorrhoea, dyspareunia, dysphemia, endometriosis, fatigue, fear, feeling abnormal, flatulence, fungal infection, headache, insomnia, intestinal perforation, loss of libido, memory impairment, migraine, musculoskeletal pain, nausea, ovarian cyst, pain in extremity, pain of skin, panic attack, pelvic pain, pruritus generalised, rash, tinnitus, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge and vulvovaginal swelling to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.4 kg/sqm. Computerised tomogram - in 2016: one of my coils was broken and stretched within the tube and when the tube was manipulated it split causing the wire to come out and nearly puncture my bowel. Doctor cut the wire to prevent injury.. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion occluded bilateral fallopian tubes. Ultrasound was performed. Most recent follow-up information incorporated above includes: amendment: the report was also amended for the following reason: coding correction: event "neurological conditions or problems - speech impairments (stuttering and losing my words)" was splited in speech impairments (stuttering) and speech impairments (losing my words) nos as suggested. Coding correction: event "brain fog" was not specified and was interpreted and coded as foggy feeling in head. No changes performed. Coding correction: event "reproductive system disorder or condition - chronic ovarian cysts" was described and coded as ovarian cysts nos incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage one coil was stretched inside my fallopian tube/ one of my coils was broken and stretched within the tube and when the tube was manipulated it split causing the wire to come out'), pelvic pain ('pelvic pain/pain'), intestinal perforation ('nearly puncture my bowel') and cerebral palsy ('caused by cerebral palsy made much worse after I got essure') in a 26-year-old female patient who had essure (ess205) (batch no. 508297) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included scoliosis and body mass index normal. Previously administered products included for an unreported indication: ortho tri cyclen. Concurrent conditions included foggy feeling in head and memory loss. Concomitant products included atomoxetine hydrochloride (strattera), butalbital, dichloralphenazone;isometheptene;paracetamol, docusate, ibuprofen (drei vau iburpofen), naproxen, nortriptyline, omeprazole and tramadol. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced cerebral palsy (seriousness criterion medically significant) and fatigue ("fatigue"). In 2007, the patient experienced nausea ("nausea"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), vaginal discharge ("vaginal discharge"), flatulence ("gastrointestinal or digestive system condition - gas"), back pain ("gastrointestinal or digestive system condition gnawing pain/ lower back pain"), abdominal distension ("gastrointestinal or digestive system condition: bloating") and urinary incontinence ("leakage/ incontinence"). In 2013, the patient experienced anxiety ("anxiety/ psychological or psychiatric problems - anxiety"), depression ("depression/psychological or psychiatric problems - depression") and panic attack ("psychological or psychiatric problems - panic attack"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/ migraine which I have suffered from since childhood were made much worse by essure"), dyspareunia ("dyspareunia (painful intercourse)"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal): constant bacterial vaginosis"), fungal infection ("infection (bladder/urinary tract/vaginal): yeast infection"), urinary tract infection ("infection (bladder/urinary tract/vaginal): chronic utis"), rash ("rashes or skin conditions - rashes on arms and abdomen"), pruritus generalised ("itching everywhere"), dry skin ("dry skin"), headache ("headache"), memory impairment ("neurological conditions or problems - severe memory problems"), dysphemia ("neurological conditions or problems - speech impairments (stuttering and losing my words)"), speech disorder ("neurological conditions or problems - speech impairments (stuttering and losing my words)"), allergy to metals ("nickel allergy/ I'm sensitive to nickel, which was made worse when essure was placed"), dysmenorrhoea ("dysmenorrhea (cramping)"), loss of libido ("loss of libido"), vulvovaginal swelling ("swelling in my vagina"), tinnitus ("ringing in ears") and dry eye ("dry eyes"). In 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 10 years after insertion of essure (ess205). On (B)(6) 2017, the patient experienced ovarian cyst ("reproductive system disorder or condition - chronic ovarian cysts"). On an unknown date, the patient experienced intestinal perforation (seriousness criterion medically significant), endometriosis ("endometriosis"), fear ("I'm afraid"), pain of skin ("stinging skin"), insomnia ("insomnia which worsened after essure;"), musculoskeletal pain ("under my right shoulder blade"), abdominal pain ("abdomen pain"), pain in extremity ("thigh pain/ calves pain"), feeling abnormal ("brain fog") and amnesia ("memeory loss"). The patient was treated with surgery (she had surgery/ hysterectomy to remove the essure implant and hysterectomy to remove the essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage, intestinal perforation, cerebral palsy, endometriosis, nausea, depression, dyspareunia, fear, bacterial vaginosis, fungal infection, urinary tract infection, panic attack, dry skin, bladder disorder, urinary tract disorder, headache, ovarian cyst, memory impairment, dysphemia, speech disorder, pain of skin, insomnia, allergy to metals, dysmenorrhoea, vaginal discharge, flatulence, back pain, abdominal distension, alopecia, loss of libido, vulvovaginal swelling, tinnitus, dry eye, urinary incontinence, musculoskeletal pain, abdominal pain and pain in extremity outcome was unknown, the pelvic pain, migraine, anxiety and feeling abnormal was resolving and the fatigue, rash, pruritus generalised and amnesia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, back pain, bacterial vaginosis, bladder disorder, cerebral palsy, depression, device breakage, dry eye, dry skin, dysmenorrhoea, dyspareunia, dysphemia, endometriosis, fatigue, fear, feeling abnormal, flatulence, fungal infection, headache, insomnia, intestinal perforation, loss of libido, memory impairment, migraine, musculoskeletal pain, nausea, ovarian cyst, pain in extremity, pain of skin, panic attack, pelvic pain, pruritus generalised, rash, speech disorder, tinnitus, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge and vulvovaginal swelling to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.4 kg/sqm. Computerised tomogram - in 2016: one of my coils was broken and stretched within the tube and when the tube was manipulated it split causing the wire to come out and nearly puncture my bowel. Doctor cut the wire to prevent injury.. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion occluded bilateral fallopian tubes. Ultrasound was performed. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jul-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage one coil was stretched inside my fallopian tube/ one of my coils was broken and stretched within the tube and when the tube was manipulated it split causing the wire to come out'), pelvic pain ('pelvic pain/pain') and intestinal perforation ('intestinal perforation (nearly puncture my bowel)') in a 26-year-old female patient who had essure (ess205) (batch no. 508297) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included scoliosis and body mass index normal. I never been pregnant and had lavh with zero problems. Previously administered products included for an unreported indication: ortho tri cyclen. Concurrent conditions included foggy feeling in head, memory loss, add and cerebral palsy. Concomitant products included atomoxetine hydrochloride (strattera), butalbital, docusate, ibuprofen (drei vau iburpofen), naproxen, nortriptyline, omeprazole and tramadol. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced cerebral palsy ("caused by cerebral palsy made much worse after I got essure") and fatigue ("fatigue"). In 2007, the patient experienced nausea ("nausea"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), vaginal discharge ("vaginal discharge"), flatulence ("gastrointestinal or digestive system condition - gas"), back pain ("gastrointestinal or digestive system condition gnawing pain/ lower back pain"), abdominal distension ("gastrointestinal or digestive system condition: bloating") and urinary incontinence ("leakage/ incontinence"). In 2013, the patient experienced anxiety ("anxiety/ psychological or psychiatric problems - anxiety"), depression ("depression/psychological or psychiatric problems - depression") and panic attack ("psychological or psychiatric problems - panic attack"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/ migraine which I have suffered from since childhood were made much worse by essure"), dyspareunia ("dyspareunia (painful intercourse)"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal): constant bacterial vaginosis"), fungal infection ("infection (bladder/urinary tract/vaginal): yeast infection"), urinary tract infection ("infection (bladder/urinary tract/vaginal): chronic utis"), rash ("rashes or skin conditions - rashes on arms and abdomen"), pruritus ("itching everywhere"), dry skin ("dry skin"), headache ("headache"), memory impairment ("neurological conditions or problems - severe memory problems"), dysphemia ("neurological conditions or problems - speech impairments (stuttering and losing my words)"), speech disorder ("neurological conditions or problems - speech impairments (stuttering and losing my words)"), pain of skin ("stinging skin"), insomnia ("insomnia which worsened after essure;"), allergy to metals ("nickel allergy/ I'm sensitive to nickel, which was made worse when essure was placed"), dysmenorrhoea ("dysmenorrhea (cramping)"), loss of libido ("loss of libido"), vulvovaginal swelling ("swelling in my vagina"), tinnitus ("ringing in ears") and dry eye ("dry eyes"). In 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), ovarian cyst ("chronic ovarian cysts") and haemorrhagic ovarian cyst ("painful right ovarian cyst that appeared in october is full of blood"), 10 years after insertion of essure (ess205). On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), fear ("I'm afraid"), musculoskeletal pain ("under my right shoulder blade/stabbing pain under my shoulder all the time/butt sore"), abdominal pain ("abdomen pain"), pain in extremity ("thigh pain/ calves pain"), feeling abnormal ("brain fog"), amnesia ("memory loss"), dementia ("dementia like symptoms"), vulvovaginal pain ("hurts my vagina (never had pain before essure)"), adnexa uteri pain ("another cyst pain"), cystitis ("bladder infection coming on "), vulvovaginal mycotic infection ("yeast infection all the time"), oropharyngeal pain ("tubes makes your throat sore"), arthritis ("arthritis"), arthralgia ("joint pain"), myalgia ("muscle pain"), menstruation irregular ("irregular periods"), muscular weakness ("low strength"), buttock pain ("butt sore"), inflammation ("inflammation"), menopause ("menopause"), hot flush ("hot flashes"), swelling face ("puffiness of face"), dark circles under eyes ("dark circles under eyes"), lip swelling ("lip swelling"), post-traumatic stress disorder ("post traumatic stress disorder"), dementia alzheimer's type ("at 26 she would joke about being a 26 year old with alzheimer's."), scoliosis ("scoliosis"), attention deficit hyperactivity disorder ("add") and night sweats ("night sweats"), was found to have weight increased ("weight gain") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy to remove the essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage, intestinal perforation, cerebral palsy, endometriosis, nausea, depression, fear, bacterial vaginosis, fungal infection, urinary tract infection, panic attack, dry skin, bladder disorder, urinary tract disorder, headache, ovarian cyst, dysphemia, speech disorder, pain of skin, insomnia, allergy to metals, dysmenorrhoea, vaginal discharge, flatulence, abdominal distension, loss of libido, vulvovaginal swelling, tinnitus, dry eye, urinary incontinence, dementia, vulvovaginal pain, adnexa uteri pain, cystitis, vulvovaginal mycotic infection, oropharyngeal pain, arthritis, arthralgia, myalgia, menstruation irregular, muscular weakness, buttock pain, inflammation, haemorrhagic ovarian cyst, menopause, hot flush, swelling face, dark circles under eyes, lip swelling, post-traumatic stress disorder, dementia alzheimer's type, scoliosis, attention deficit hyperactivity disorder, pregnancy with contraceptive device and night sweats outcome was unknown, the pelvic pain, migraine, anxiety, dyspareunia, back pain, alopecia, musculoskeletal pain, abdominal pain, pain in extremity, feeling abnormal and weight increased was resolving and the fatigue, rash, pruritus, memory impairment and amnesia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as fetal death. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, arthritis, attention deficit hyperactivity disorder, back pain, bacterial vaginosis, bladder disorder, cerebral palsy, cystitis, dark circles under eyes, dementia, dementia alzheimer's type, depression, device breakage, dry eye, dry skin, dysmenorrhoea, dyspareunia, dysphemia, endometriosis, fatigue, fear, feeling abnormal, flatulence, fungal infection, haemorrhagic ovarian cyst, headache, hot flush, inflammation, insomnia, intestinal perforation, lip swelling, loss of libido, memory impairment, menopause, menstruation irregular, migraine, muscular weakness, musculoskeletal pain, myalgia, nausea, night sweats, oropharyngeal pain, ovarian cyst, pain in extremity, pain of skin, panic attack, pelvic pain, post-traumatic stress disorder, pregnancy with contraceptive device, pruritus, rash, scoliosis, speech disorder, swelling face, tinnitus, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vulvovaginal mycotic infection, vulvovaginal pain, vulvovaginal swelling, weight increased and buttock pain to be related to essure (ess205). The reporter commented: concomitant drug: midrin. Per social media. Removal detail: they suggested CT scan which was okay but not as good as hsg. The CT scan showed the other coil in correct location. Well, she got a huge surprise when she got in there, the tube with the missing coil on ultrasound was stiff tube split down the middle exposing the stretched out wire. Her surgeon had to cut the wire to avoid permanent injury (it was about to perforate my bowel). She how dangerous essure is, so she made sure there weren't any fragments when she finished. Many of my symptoms goes after surgeries diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.4 kg/sqm. Computerised tomogram - in 2016: one of my coils was broken and stretched within the tube and when the tube was manipulated it split causing the wire to come out and nearly puncture my bowel. Doctor cut the wire to prevent injury.. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion occluded bilateral fallopian tubes. Pregnancy test - on an unknown date: negative. Ultrasound scan - on (B)(6) 2016: left coli where it was supposed to be, but right coil was nowhere to be found. Ultrasound was performed. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-jun-2020: social media received events "lip swelling, post traumatic stress disorder, at 26 she would joke about being a 26 year old with alzheimer¿s, scoliosis, add, pregnancy, device ineffective, night sweats" were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage one coil was stretched inside my fallopian tube/ one of my coils was broken and stretched within the tube and when the tube was manipulated it split causing the wire to come out'), pelvic pain ('pelvic pain/pain'), intestinal perforation ('nearly puncture my bowel') and cerebral palsy ('caused by cerebral palsy made much worse after I got essure') in a 26-year-old female patient who had essure (ess205) (batch no. 508297) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included scoliosis and body mass index normal. Previously administered products included for an unreported indication: ortho tri cyclen. Concurrent conditions included foggy feeling in head and memory loss. Concomitant products included atomoxetine hydrochloride (strattera), butalbital, dichloralphenazone;isometheptene;paracetamol (midrin), docusate, ibuprofen (drei vau iburpofen), naproxen, nortriptyline, omeprazole and tramadol. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced cerebral palsy (seriousness criterion medically significant) and fatigue ("fatigue"). In 2007, the patient experienced nausea ("nausea"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), vaginal discharge ("vaginal discharge"), flatulence ("gastrointestinal or digestive system condition - gas"), back pain ("gastrointestinal or digestive system condition gnawing pain/ lower back pain"), abdominal distension ("gastrointestinal or digestive system condition: bloating") and urinary incontinence ("leakage/ incontinence"). In 2013, the patient experienced anxiety ("anxiety/ psychological or psychiatric problems - anxiety"), depression ("depression/psychological or psychiatric problems - depression") and panic attack ("psychological or psychiatric problems - panic attack"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/ migraine which I have suffered from since childhood were made much worse by essure"), dyspareunia ("dyspareunia (painful intercourse)"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal): constant bacterial vaginosis"), fungal infection ("infection (bladder/urinary tract/vaginal): yeast infection"), urinary tract infection ("infection (bladder/urinary tract/vaginal): chronic utis"), rash ("rashes or skin conditions - rashes on arms and abdomen"), pruritus generalised ("itching everywhere"), dry skin ("dry skin"), headache ("headache"), memory impairment ("neurological conditions or problems - severe memory problems"), dysphemia ("neurological conditions or problems - speech impairments (stuttering and losing my words)"), speech disorder ("neurological conditions or problems - speech impairments (stuttering and losing my words)"), pain of skin ("stinging skin"), insomnia ("insomnia which worsened after essure;"), allergy to metals ("nickel allergy/ I'm sensitive to nickel, which was made worse when essure was placed"), dysmenorrhoea ("dysmenorrhea (cramping)"), loss of libido ("loss of libido"), vulvovaginal swelling ("swelling in my vagina"), tinnitus ("ringing in ears") and dry eye ("dry eyes"). In 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and ovarian cyst ("reproductive system disorder or condition - chronic ovarian cysts"), 10 years after insertion of essure (ess205). On an unknown date, the patient experienced intestinal perforation (seriousness criterion medically significant), endometriosis ("endometriosis"), fear ("I'm afraid"), musculoskeletal pain ("under my right shoulder blade"), abdominal pain ("abdomen pain"), pain in extremity ("thigh pain/ calves pain"), feeling abnormal ("brain fog") and amnesia ("memeory loss"). The patient was treated with surgery (she had surgery/ hysterectomy to remove the essure implant and hysterectomy to remove the essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage, intestinal perforation, cerebral palsy, endometriosis, nausea, depression, dyspareunia, fear, bacterial vaginosis, fungal infection, urinary tract infection, panic attack, dry skin, bladder disorder, urinary tract disorder, headache, ovarian cyst, dysphemia, speech disorder, pain of skin, insomnia, allergy to metals, dysmenorrhoea, vaginal discharge, flatulence, abdominal distension, alopecia, loss of libido, vulvovaginal swelling, tinnitus, dry eye and urinary incontinence outcome was unknown, the pelvic pain, migraine, anxiety, back pain, musculoskeletal pain, abdominal pain, pain in extremity and feeling abnormal was resolving and the fatigue, rash, pruritus generalised, memory impairment and amnesia had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, back pain, bacterial vaginosis, bladder disorder, cerebral palsy, depression, device breakage, dry eye, dry skin, dysmenorrhoea, dyspareunia, dysphemia, endometriosis, fatigue, fear, feeling abnormal, flatulence, fungal infection, headache, insomnia, intestinal perforation, loss of libido, memory impairment, migraine, musculoskeletal pain, nausea, ovarian cyst, pain in extremity, pain of skin, panic attack, pelvic pain, pruritus generalised, rash, speech disorder, tinnitus, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge and vulvovaginal swelling to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.4 kg/sqm. Computerised tomogram - in 2016: one of my coils was broken and stretched within the tube and when the tube was manipulated it split causing the wire to come out and nearly puncture my bowel. Doctor cut the wire to prevent injury.. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion occluded bilateral fallopian tubes. Ultrasound was performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2019: pfs received: outcome of events "thigh pain, abdominal pain, under my right shoulder blade, lower back pain" were updated as " recovering/resolving" and " severe memory problems" updated as "recovered/ resolved". On 7-oct-2019: follow up 8 and follow up 9 processed together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage one coil was stretched inside my fallopian tube/ one of my coils was broken and stretched within the tube and when the tube was manipulated it split causing the wire to come out'), pelvic pain ('pelvic pain/pain') and intestinal perforation ('intestinal perforation (nearly puncture my bowel)') in a 26-year-old female patient who had essure (ess205) (batch no. 508297) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included scoliosis and body mass index normal. I never been pregnant and had lavh with zero problems. Previously administered products included for an unreported indication: ortho tri cyclen. Concurrent conditions included foggy feeling in head, memory loss, add and cerebral palsy. Concomitant products included atomoxetine hydrochloride (strattera), butalbital, docusate, ibuprofen (drei vau iburpofen), naproxen, nortriptyline, omeprazole and tramadol. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced cerebral palsy ("caused by cerebral palsy made much worse after I got essure") and fatigue ("fatigue"). In 2007, the patient experienced nausea ("nausea"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), vaginal discharge ("vaginal discharge"), flatulence ("gastrointestinal or digestive system condition - gas"), back pain ("gastrointestinal or digestive system condition gnawing pain/ lower back pain"), abdominal distension ("gastrointestinal or digestive system condition: bloating") and urinary incontinence ("leakage/ incontinence"). In 2013, the patient experienced anxiety ("anxiety/ psychological or psychiatric problems - anxiety"), depression ("depression/psychological or psychiatric problems - depression") and panic attack ("psychological or psychiatric problems - panic attack"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/ migraine which I have suffered from since childhood were made much worse by essure"), dyspareunia ("dyspareunia (painful intercourse)"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal): constant bacterial vaginosis"), fungal infection ("infection (bladder/urinary tract/vaginal): yeast infection"), urinary tract infection ("infection (bladder/urinary tract/vaginal): chronic utis"), rash ("rashes or skin conditions - rashes on arms and abdomen"), pruritus ("itching everywhere"), dry skin ("dry skin"), headache ("headache"), memory impairment ("neurological conditions or problems - severe memory problems"), dysphemia ("neurological conditions or problems - speech impairments (stuttering and losing my words)"), speech disorder ("neurological conditions or problems - speech impairments (stuttering and losing my words)"), pain of skin ("stinging skin"), insomnia ("insomnia which worsened after essure;"), allergy to metals ("nickel allergy/ I'm sensitive to nickel, which was made worse when essure was placed"), dysmenorrhoea ("dysmenorrhea (cramping)"), loss of libido ("loss of libido"), vulvovaginal swelling ("swelling in my vagina"), tinnitus ("ringing in ears") and dry eye ("dry eyes"). In 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), ovarian cyst ("chronic ovarian cysts") and haemorrhagic ovarian cyst ("painful right ovarian cyst that appeared in october is full of blood"), 10 years after insertion of essure (ess205). On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), fear ("I'm afraid"), musculoskeletal pain ("under my right shoulder blade/stabbing pain under my shoulder all the time/butt sore"), abdominal pain ("abdomen pain"), pain in extremity ("thigh pain/ calves pain"), feeling abnormal ("brain fog"), amnesia ("memory loss"), dementia ("dementia like symptoms"), vulvovaginal pain ("hurts my vagina (never had pain before essure)"), adnexa uteri pain ("another cyst pain"), cystitis ("bladder infection coming on "), vulvovaginal mycotic infection ("yeast infection all the time"), oropharyngeal pain ("tubes makes your throat sore"), arthritis ("arthritis"), arthralgia ("joint pain"), myalgia ("muscle pain"), menstruation irregular ("irregular periods"), muscular weakness ("low strength"), buttock pain ("butt sore"), inflammation ("inflammation"), menopause ("menopause") and hot flush ("hot flashes"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy to remove the essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage, intestinal perforation, cerebral palsy, endometriosis, nausea, depression, fear, bacterial vaginosis, fungal infection, urinary tract infection, panic attack, dry skin, bladder disorder, urinary tract disorder, headache, ovarian cyst, dysphemia, speech disorder, pain of skin, insomnia, allergy to metals, dysmenorrhoea, vaginal discharge, flatulence, abdominal distension, loss of libido, vulvovaginal swelling, tinnitus, dry eye, urinary incontinence, dementia, vulvovaginal pain, adnexa uteri pain, cystitis, vulvovaginal mycotic infection, oropharyngeal pain, arthritis, arthralgia, myalgia, menstruation irregular, muscular weakness, buttock pain, inflammation, haemorrhagic ovarian cyst, menopause and hot flush outcome was unknown, the pelvic pain, migraine, anxiety, dyspareunia, back pain, alopecia, musculoskeletal pain, abdominal pain, pain in extremity and feeling abnormal was resolving and the fatigue, rash, pruritus, memory impairment and amnesia had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, arthritis, back pain, bacterial vaginosis, bladder disorder, cerebral palsy, cystitis, dementia, depression, device breakage, dry eye, dry skin, dysmenorrhoea, dyspareunia, dysphemia, endometriosis, fatigue, fear, feeling abnormal, flatulence, fungal infection, haemorrhagic ovarian cyst, headache, hot flush, inflammation, insomnia, intestinal perforation, loss of libido, memory impairment, menopause, menstruation irregular, migraine, muscular weakness, musculoskeletal pain, myalgia, nausea, oropharyngeal pain, ovarian cyst, pain in extremity, pain of skin, panic attack, pelvic pain, pruritus, rash, speech disorder, tinnitus, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vulvovaginal mycotic infection, vulvovaginal pain, vulvovaginal swelling and buttock pain to be related to essure (ess205). The reporter commented: concomitant drug: midrin. Per social media. Removal detail: they suggested CT scan which was okay but not as good as hsg. The CT scan showed the other coil in correct location. Well, she got a huge surprise when she got in there, the tube with the missing coil on ultrasound was stiff tube split down the middle exposing the stretched out wire. Her surgeon had to cut the wire to avoid permanent injury (it was about to perforate my bowel). She how dangerous essure is, so she made sure there weren't any fragments when she finished. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.4 kg/sqm. Computerised tomogram - in 2016: one of my coils was broken and stretched within the tube and when the tube was manipulated it split causing the wire to come out and nearly puncture my bowel. Doctor cut the wire to prevent injury.. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Occluded bilateral fallopian tubes. Pregnancy test - on an unknown date: negative. Ultrasound scan - on (B)(6) 2016: left coli where it was supposed to be, but right coil was nowhere to be found. Ultrasound was performed. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: migraine, intestinal perforation, allergy to metals, amnesia, abdominal pain, ovarian cyst, depression, loss of libido, dyspareunia, dementia like symptoms, bacterial vaginosis, fatigue, pelvic pain, brain fog, panic attack, arthritis, abdominal distension, device breakage, anxiety". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: information received via social media. Events¿ memory loss, dementia like symptoms, hurts my vagina (never had pain before essure), another cyst pain, bladder infection coming on, yeast infection all the time, tubes makes your throat sore, arthritis, joint pain, muscle pain, irregular periods, low strength, butt sore, inflammation, painful right ovarian cyst that appeared in october is full of blood, menopause and hot flashes were added. The outcome of the events¿ migraine, dyspareunia, hair loss and anxiety was updated to recovering/resolving. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage one coil was stretched inside my fallopian tube/ one of my coils was broken and stretched within the tube and when the tube was manipulated it split causing the wire to come out'), pelvic pain ('pelvic pain/pain') and intestinal perforation ('intestinal perforation (nearly puncture my bowel)') in a 26-year-old female patient who had essure (ess205) (batch no. 508297) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included scoliosis and body mass index normal. I never been pregnant and had lavh with zero problems. Previously administered products included for an unreported indication: ortho tri cyclen. Concurrent conditions included foggy feeling in head, memory loss, add and cerebral palsy. Concomitant products included atomoxetine hydrochloride (strattera), butalbital, docusate, ibuprofen (drei vau iburpofen), naproxen, nortriptyline, omeprazole and tramadol. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced cerebral palsy ("caused by cerebral palsy made much worse after I got essure") and fatigue ("fatigue"). In 2007, the patient experienced nausea ("nausea"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), vaginal discharge ("vaginal discharge"), flatulence ("gastrointestinal or digestive system condition - gas"), back pain ("gastrointestinal or digestive system condition gnawing pain/ lower back pain"), abdominal distension ("gastrointestinal or digestive system condition: bloating") and urinary incontinence ("leakage/ incontinence"). In 2013, the patient experienced anxiety ("anxiety/ psychological or psychiatric problems - anxiety"), depression ("depression/psychological or psychiatric problems - depression") and panic attack ("psychological or psychiatric problems - panic attack"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/ migraine which I have suffered from since childhood were made much worse by essure"), dyspareunia ("dyspareunia (painful intercourse)"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal): constant bacterial vaginosis"), fungal infection ("infection (bladder/urinary tract/vaginal): yeast infection"), urinary tract infection ("infection (bladder/urinary tract/vaginal): chronic utis"), rash ("rashes or skin conditions - rashes on arms and abdomen"), pruritus ("itching everywhere"), dry skin ("dry skin"), headache ("headache"), memory impairment ("neurological conditions or problems - severe memory problems"), dysphemia ("neurological conditions or problems - speech impairments (stuttering and losing my words)"), speech disorder ("neurological conditions or problems - speech impairments (stuttering and losing my words)"), pain of skin ("stinging skin"), insomnia ("insomnia which worsened after essure;"), allergy to metals ("nickel allergy/ I'm sensitive to nickel, which was made worse when essure was placed"), dysmenorrhoea ("dysmenorrhea (cramping)"), loss of libido ("loss of libido"), vulvovaginal swelling ("swelling in my vagina"), tinnitus ("ringing in ears") and dry eye ("dry eyes"). In 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), ovarian cyst ("chronic ovarian cysts") and haemorrhagic ovarian cyst ("painful right ovarian cyst that appeared in october is full of blood"), 10 years after insertion of essure (ess205). On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), fear ("I'm afraid"), musculoskeletal pain ("under my right shoulder blade/stabbing pain under my shoulder all the time/butt sore"), abdominal pain ("abdomen pain"), pain in extremity ("thigh pain/ calves pain"), feeling abnormal ("brain fog"), amnesia ("memory loss"), dementia ("dementia like symptoms"), vulvovaginal pain ("hurts my vagina (never had pain before essure)"), adnexa uteri pain ("another cyst pain"), cystitis ("bladder infection coming on "), vulvovaginal mycotic infection ("yeast infection all the time"), oropharyngeal pain ("tubes makes your throat sore"), arthritis ("arthritis"), arthralgia ("joint pain"), myalgia ("muscle pain"), menstruation irregular ("irregular periods"), muscular weakness ("low strength"), buttock pain ("butt sore"), inflammation ("inflammation"), menopause ("menopause"), hot flush ("hot flashes") and swelling face ("puffiness of face") and was found to have weight increased ("weight gain"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy to remove the essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage, intestinal perforation, cerebral palsy, endometriosis, nausea, depression, fear, bacterial vaginosis, fungal infection, urinary tract infection, panic attack, dry skin, bladder disorder, urinary tract disorder, headache, ovarian cyst, dysphemia, speech disorder, pain of skin, insomnia, allergy to metals, dysmenorrhoea, vaginal discharge, flatulence, abdominal distension, loss of libido, vulvovaginal swelling, tinnitus, dry eye, urinary incontinence, dementia, vulvovaginal pain, adnexa uteri pain, cystitis, vulvovaginal mycotic infection, oropharyngeal pain, arthritis, arthralgia, myalgia, menstruation irregular, muscular weakness, buttock pain, inflammation, haemorrhagic ovarian cyst, menopause, hot flush and swelling face outcome was unknown, the pelvic pain, migraine, anxiety, dyspareunia, back pain, alopecia, musculoskeletal pain, abdominal pain, pain in extremity, feeling abnormal and weight increased was resolving and the fatigue, rash, pruritus, memory impairment and amnesia had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, arthritis, back pain, bacterial vaginosis, bladder disorder, cerebral palsy, cystitis, dementia, depression, device breakage, dry eye, dry skin, dysmenorrhoea, dyspareunia, dysphemia, endometriosis, fatigue, fear, feeling abnormal, flatulence, fungal infection, haemorrhagic ovarian cyst, headache, hot flush, inflammation, insomnia, intestinal perforation, loss of libido, memory impairment, menopause, menstruation irregular, migraine, muscular weakness, musculoskeletal pain, myalgia, nausea, oropharyngeal pain, ovarian cyst, pain in extremity, pain of skin, panic attack, pelvic pain, pruritus, rash, speech disorder, swelling face, tinnitus, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vulvovaginal mycotic infection, vulvovaginal pain, vulvovaginal swelling, weight increased and buttock pain to be related to essure (ess205). The reporter commented: concomitant drug: midrin. Per social media. Removal detail: they suggested CT scan which was okay but not as good as hsg. The CT scan showed the other coil in correct location. Well, she got a huge surprise when she got in there, the tube with the missing coil on ultrasound was stiff tube split down the middle exposing the stretched out wire. Her surgeon had to cut the wire to avoid permanent injury (it was about to perforate my bowel). She how dangerous essure is, so she made sure there weren't any fragments when she finished. Many of my symptoms goes after surgeries diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.4 kg/sqm. Computerised tomogram - in 2016: one of my coils was broken and stretched within the tube and when the tube was manipulated it split causing the wire to come out and nearly puncture my bowel. Doctor cut the wire to prevent injury.. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion occluded bilateral fallopian tubes. Pregnancy test - on an unknown date: negative. Ultrasound scan - on (B)(6) 2016: left coli where it was supposed to be, but right coil was nowhere to be found.. Ultrasound was performed. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: migraine, intestinal perforation, allergy to metals, amnesia, abdominal pain, ovarian cyst, depression, loss of libido, dyspareunia, dementia like symptoms, bacterial vaginosis, fatigue, pelvic pain, brain fog, panic attack, arthritis, abdominal distension, device breakage, anxiety". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-feb-2020: social media received. Reporter information added. Events added - puffy face, weight gain. Fu 12 , 13 and 14 processed together. On 27-feb-2020: quality safety evaluation of ptc.fu 12 ,13 and 14 processed together. On 7-feb-2020: social media received. Reporter information added..fu 12 , 13 and 14 processed together. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage one coil was stretched inside my fallopian tube/ one of my coils was broken and stretched within the tube and when the tube was manipulated it split causing the wire to come out'), pelvic pain ('pelvic pain/pain') and intestinal perforation ('intestinal perforation (nearly puncture my bowel)') in a 26-year-old female patient who had essure (ess205) (batch no. 508297) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included scoliosis and body mass index normal. I never been pregnant and had lavh with zero problems. Previously administered products included for an unreported indication: ortho tri cyclen. Concurrent conditions included foggy feeling in head, memory loss, add and cerebral palsy. Concomitant products included atomoxetine hydrochloride (strattera), butalbital, docusate, ibuprofen (drei vau ibuprofen), naproxen, nortriptyline, omeprazole and tramadol. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced cerebral palsy ("caused by cerebral palsy made much worse after I got essure") and fatigue ("fatigue"). In 2007, the patient experienced nausea ("nausea"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), vaginal discharge ("vaginal discharge"), flatulence ("gastrointestinal or digestive system condition - gas"), back pain ("gastrointestinal or digestive system condition gnawing pain/ lower back pain"), abdominal distension ("gastrointestinal or digestive system condition: bloating") and urinary incontinence ("leakage/ incontinence"). In 2013, the patient experienced anxiety ("anxiety/ psychological or psychiatric problems - anxiety"), depression ("depression/psychological or psychiatric problems - depression") and panic attack ("psychological or psychiatric problems - panic attack"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/ migraine which I have suffered from since childhood were made much worse by essure"), dyspareunia ("dyspareunia (painful intercourse)"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal): constant bacterial vaginosis"), fungal infection ("infection (bladder/urinary tract/vaginal): yeast infection"), urinary tract infection ("infection (bladder/urinary tract/vaginal): chronic utis"), rash ("rashes or skin conditions - rashes on arms and abdomen"), pruritus ("itching everywhere"), dry skin ("dry skin"), headache ("headache"), memory impairment ("neurological conditions or problems - severe memory problems"), dysphemia ("neurological conditions or problems - speech impairments (stuttering and losing my words)"), speech disorder ("neurological conditions or problems - speech impairments (stuttering and losing my words)"), pain of skin ("stinging skin"), insomnia ("insomnia which worsened after essure;"), allergy to metals ("nickel allergy/ I'm sensitive to nickel, which was made worse when essure was placed"), dysmenorrhoea ("dysmenorrhea (cramping)"), loss of libido ("loss of libido"), vulvovaginal swelling ("swelling in my vagina"), tinnitus ("ringing in ears") and dry eye ("dry eyes"). In 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), ovarian cyst ("chronic ovarian cysts") and haemorrhagic ovarian cyst ("painful right ovarian cyst that appeared in october is full of blood"), 10 years after insertion of essure (ess205). On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), fear ("I'm afraid"), musculoskeletal pain ("under my right shoulder blade/stabbing pain under my shoulder all the time/butt sore"), abdominal pain ("abdomen pain"), pain in extremity ("thigh pain/ calves pain"), feeling abnormal ("brain fog"), amnesia ("memory loss"), dementia ("dementia like symptoms"), vulvovaginal pain ("hurts my vagina (never had pain before essure)"), adnexa uteri pain ("another cyst pain"), cystitis ("bladder infection coming on "), vulvovaginal mycotic infection ("yeast infection all the time"), oropharyngeal pain ("tubes makes your throat sore"), arthritis ("arthritis"), arthralgia ("joint pain"), myalgia ("muscle pain"), menstruation irregular ("irregular periods"), muscular weakness ("low strength"), buttock pain ("butt sore"), inflammation ("inflammation"), menopause ("menopause"), hot flush ("hot flashes"), swelling face ("puffiness of face") and dark circles under eyes ("dark circles under eyes") and was found to have weight increased ("weight gain"). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingectomy to remove the essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage, intestinal perforation, cerebral palsy, endometriosis, nausea, depression, fear, bacterial vaginosis, fungal infection, urinary tract infection, panic attack, dry skin, bladder disorder, urinary tract disorder, headache, ovarian cyst, dysphemia, speech disorder, pain of skin, insomnia, allergy to metals, dysmenorrhoea, vaginal discharge, flatulence, abdominal distension, loss of libido, vulvovaginal swelling, tinnitus, dry eye, urinary incontinence, dementia, vulvovaginal pain, adnexa uteri pain, cystitis, vulvovaginal mycotic infection, oropharyngeal pain, arthritis, arthralgia, myalgia, menstruation irregular, muscular weakness, buttock pain, inflammation, haemorrhagic ovarian cyst, menopause, hot flush, swelling face and dark circles under eyes outcome was unknown, the pelvic pain, migraine, anxiety, dyspareunia, back pain, alopecia, musculoskeletal pain, abdominal pain, pain in extremity, feeling abnormal and weight increased was resolving and the fatigue, rash, pruritus, memory impairment and amnesia had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, arthritis, back pain, bacterial vaginosis, bladder disorder, cerebral palsy, cystitis, dark circles under eyes, dementia, depression, device breakage, dry eye, dry skin, dysmenorrhoea, dyspareunia, dysphemia, endometriosis, fatigue, fear, feeling abnormal, flatulence, fungal infection, haemorrhagic ovarian cyst, headache, hot flush, inflammation, insomnia, intestinal perforation, loss of libido, memory impairment, menopause, menstruation irregular, migraine, muscular weakness, musculoskeletal pain, myalgia, nausea, oropharyngeal pain, ovarian cyst, pain in extremity, pain of skin, panic attack, pelvic pain, pruritus, rash, speech disorder, swelling face, tinnitus, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vulvovaginal mycotic infection, vulvovaginal pain, vulvovaginal swelling, weight increased and buttock pain to be related to essure (ess205). The reporter commented: concomitant drug: midrin. Per social media. Removal detail: they suggested CT scan which was okay but not as good as hsg. The CT scan showed the other coil in correct location. Well, she got a huge surprise when she got in there, the tube with the missing coil on ultrasound was stiff tube split down the middle exposing the stretched out wire. Her surgeon had to cut the wire to avoid permanent injury (it was about to perforate my bowel). She how dangerous essure is, so she made sure there weren't any fragments when she finished. Many of my symptoms goes after surgeries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.4 kg/sqm. Computerised tomogram - in 2016: one of my coils was broken and stretched within the tube and when the tube was manipulated it split causing the wire to come out and nearly puncture my bowel. Doctor cut the wire to prevent injury.. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion occluded bilateral fallopian tubes. Pregnancy test - on an unknown date: negative. Ultrasound scan - on (B)(6) 2016: left coli where it was supposed to be, but right coil was nowhere to be found.. Ultrasound was performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2020: social media documents revived, new reporter and event dark circles under eyes. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a (B)(6) year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines"), anxiety ("anxiety"), depression ("depression"), dyspareunia ("painful intercourse") and fear ("I'm afraid"). The patient was treated with surgery (she had surgery/ hysterectomy to remove the essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, nausea, migraine, depression, dyspareunia and fear outcome was unknown and the anxiety was resolving. The reporter considered anxiety, depression, dyspareunia, fatigue, fear, migraine, nausea and pelvic pain to be related to essure (ess205). Diagnostic results: ultrasound was performed. Most recent follow-up information incorporated above includes: on 16-nov-2017: pfs received: patient demographics added, reporter added, new event, "I'm afraid" was added. Outcome for the event anxiety was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines"), anxiety ("anxiety"), depression ("depression") and dyspareunia ("painful intercourse"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed on 25-apr-2016. At the time of the report, the pelvic pain, fatigue, nausea, migraine, anxiety, depression and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, fatigue, migraine, nausea and pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.